Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was fully functional and passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the monitor. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was fully functional and passed incoming functional testing of the device's ECG acquisition and pulse delivery circuitry.

Event description:
The patient passed away on (B)(6) 2017. The patient was in the hospital at the time of the event. The patient's nurse reported that the hospital telemetry detected vf for approximately 4 minutes while the patient was wearing the lifevest, and that hospital staff removed the lifevest to externally defibrillate the patient and perform CPR. The nurse reported that they did not think that the lifevest was treating the patient. Device download data revealed that the patient was treated appropriately two times by the lifevest prior to device removal. At 16:55:27 the patient's rhythm was polymorphic vt at 150 bpm with varying amplitude. At 16:55:36, the patient was in an accelerated idioventricular rhythm at 100 bpm degrading to vf. The patient was appropriately treated while in vf at 16:56:51 and 16:57:21. The post-shock rhythms of both the treatments was vf. At 16:58:35, the rhythm showed CPR artifact with an accelerated idioventricular rhythm at 90 bpm. The patient remained in an accelerated idioventricular rhythm at 80 bpm from 17:17:28 until device shutdown at 18:34:27. The lifevest was then removed by hospital staff, and the patient subsequently passed away.